Event description:
The customer reported obtaining an erroneously low sodium (na) result of 122 mmol/l for one (1) patient from the beckman coulter au680 clinical chemistry analyzer. The customer stated that the patient sample was previously run on an alternate methodology (istat) which produced a sodium result of 140 mmol/l. The customer stated that the low na result was reported out of the laboratory, and the patient was admitted to the hospital and treated for the low na result. The customer could not provide details of the treatment but stated that there had been no report of adverse effect to the patient as a result of the treatment. The customer then sent the patient sample to a sister laboratory and sample analysis on a gem point of care analyzer produced a result of 140 mmol/l. The laboratory then tested the sample on an au5800 clinical chemistry analyzer which generated a result of 122 mmol/l. The customer did not specify if quality control (qc) results were within the laboratory's established ranges prior to and following the event. The customer stated that the patient had a very high protein of 17.7 g/dl and low albumin result of 1.5 g/dl. Electrophoresis analysis showed an m band which is clinically significant for myeloma. The patient was confirmed to have hyperproteinemia.

Manufacturer narrative:
Beckman coulter's literature search revealed that a condition of hyperproteinemia that the patient had interferes with indirect ise methodologies. Beckman coulter's ise method is indirect and is dependent on the aqueous to non-aqueous ratio of the sample being very constant. In the case of hyperproteinemia or hyperlipidemia, there is a volume displacement effect which appears to the customer as an erroneously low result (pseudohyponatremia). The istat analyzer is a direct methodology and not subject to this interference. In conclusion, the cause of the erroneously low sodium result is likely attributed to an interference of hyperproteinemia with the ise method